Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). At 01:04 pm, the result was 2.8 inr and at 05:44 pm, the result was 4.1 inr. On (B)(6) 2019 at 11:05 am, the result was 4.1 inr and at 11:09 am, the result was 3.1 inr. The customer used the same finger for both tests. Customer took the drop of blood from the same finger. There was no allegation of an adverse event. The therapeutic range was 2.3 to 2.8 inr. The suspect product was requested to be returned for investigation. Replacement product was sent. Retention test strips (lot 322640) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips using quality control material. Testing results: donor #1: retention meter and master lot strips: 2.9 inr , customer meter and customer strips: 2.8 inr. Donor #2: retention meter and master lot strips: 2.0 inr, customer meter and customer strips: 2.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The maximum difference between measurements with the same blood sample was 3 %. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 322640) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.